Manufacturer narrative:
During the procedure, the orbit mini complex fill coil (637mf3575/ 15715660) stretched during insertion into the target aneurysm. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned, and the coil did not get tangle because it was the first coil used in the patient. There was no resistance/friction noted between the coil system and sl 10 microcatheter, and after the event the same microcatheter and other coils. Other that what was reported, no other damages was noticed on the device (kink, bend, crack, separated, fracture, etc). There was no adverse event, and coil will be returned for analysis. A non-sterile orbit mini complex fill3.5x7.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was not received for evaluation. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported unraveled during insertion was confirmed. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Event description:
During the procedure, the orbit mini complex fill coil (637mf3575/ 15715660) stretched during insertion into the target aneurysm. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned, and the coil did not get tangle because it was the first coil used in the patient. There was no resistance/friction noted between the coil system and sl 10 microcatheter, and after the event the same microcatheter and other coils. Other that what was reported, no other damages was noticed on the device (kink, bend, crack, separated, fracture, etc). There was no adverse event, and coil will be returned for analysis.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.